Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer was able to remove the o-ring from the pump. Cartridge in use had (B)(4) units of usable insulin remaining; however, upon attempting to reload the cartridge, customer received a minimum fill notification. Customer loaded a new cartridge to resolve the issue, and successfully resumed insulin delivery.